Event description:
It was reported that there was a latitude alert on this implantable cardioverter defibrillator (ICD). The alert detected was for high out of range right atrial (ra) lead pacing impedances. At this time, this ICD and ra lead remains in service. No adverse patient effects were reported.